Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular (lv) lead had pulled back overtime, dislodging and causing high thresholds. A lead revision to cap the lead is being planned. No patient complications have been reported as a result of this event.